Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The device was interrogated and an error code bd was noted, the cause of the bd error was not apparent. Furthermore, there was an unexpected drop in battery voltage followed by recovery the next day. Boston scientific technical services explained the drop in voltage is concerning but not a clear indicator of device malfunction and requested previous data if available for review. Boston scientific technical services suggested to replace the device or increase monitoring of this device. Additionally, there was an untreated episode recorded, and boston scientific technical services recommended further troubleshooting to evaluate lead impairment. It is now known that the clinic had not been ending the sessions as per recommendations, they were shutting down the programmer rather than ending the session which caused the data to not save to the programmer, that is the actual reason the alert bd could not be determined. This information had been passed to the clinic to follow the recommended guidelines for future patient follow ups. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that the patient with this above-referenced subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones and was brought into the clinic for evaluation in (B)(6) 2022. Upon interrogation, a battery depletion (bd) alert was noted. Boston scientific technical services reviewed device data and confirmed the device had been beeping every 9 hours since at least (B)(6) 2021; however, the specific reason for why the device was beeping or any evidence of the device recording a bd alert was not available in the logfile stored in device memory. A single battery voltage measurement in (B)(6) 2022 showed an unexpected drop in battery voltage; however, the battery voltage recovered the next day and has been otherwise stable and at an expected, normal value. Boston scientific technical services discussed that the unexpected drop in battery voltage is concerning but is not a clear indicator of a device malfunction and recommended either device replacement or increased monitoring of the s-ICD and electrode. The physician was made aware of the recommendations and has elected to continue to monitor the s-ICD system. This s-ICD and associated electrode remains implanted and in-service, and no further issues have been reported. Boston scientific technical services had also requested that any data from any programmers at the clinic be forwarded for analysis as that data may contain earlier logfile entries for the referenced device which may provide additional details about the reported bd alert or why the device was beeping. A local boston scientific representative subsequently visited the clinic and collected data from all programmers at the clinic; however, no data from the referenced device was available from previous interrogations. It was determined that the clinic was ending telemetry sessions by shutting down the programmer rather than ending the session through the programmer which prevented device data from being saved to the programmer. The clinic is now aware of the importance of ending telemetry sessions via the programmer to retain device data.

Manufacturer narrative:
Additional information to field b5 - describe event or problem and correction to section h10. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Additional information to field b5 - describe event or problem and correction to section h10 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this above-referenced subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones and was brought into the clinic for evaluation in (B)(6) 2022. Upon interrogation, a battery depletion (bd) alert was noted. Boston scientific technical services reviewed device data and confirmed the device had been beeping every 9 hours since at least (B)(6) 2021; however, the specific reason for why the device was beeping or any evidence of the device recording a bd alert was not available in the logfile stored in device memory. A single battery voltage measurement in (B)(6) 2022 showed an unexpected drop in battery voltage; however, the battery voltage recovered the next day and has been otherwise stable and at an expected, normal value. Boston scientific technical services discussed that the unexpected drop in battery voltage is concerning but is not a clear indicator of a device malfunction and recommended either device replacement or increased monitoring of the s-ICD and electrode. The physician was made aware of the recommendations and has elected to continue to monitor the s-ICD system. This s-ICD and associated electrode remains implanted and in-service, and no further issues have been reported. Boston scientific technical services had also requested that any data from any programmers at the clinic be forwarded for analysis as that data may contain earlier logfile entries for the referenced device which may provide additional details about the reported bd alert or why the device was beeping. A local boston scientific representative subsequently visited the clinic and collected data from all programmers at the clinic; however, no data from the referenced device was available from previous interrogations. It was determined that the clinic was ending telemetry sessions by shutting down the programmer rather than ending the session through the programmer which prevented device data from being saved to the programmer. The clinic is now aware of the importance of ending telemetry sessions via the programmer to retain device data. Additional information was provided on 06sep2022, it was reported that the patient with this s-ICD heard beep tones and presented to the hospital. The device was interrogated and showed elective replacement indicator (eri) and a bd error. Subsequently, this device was explanted and replaced. It was noted that at the device change the device showed no signs of eri or the bd alert, but presented with a battery status of 70 percent. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The device was interrogated and an error code bd was noted, the cause of the bd error was not apparent. Furthermore, there was an unexpected drop in battery voltage followed by recovery the next day. Boston scientific technical services explained the drop in voltage is concerning but not a clear indicator of device malfunction and requested previous data if available for review. Boston scientific technical services suggested to replace the device or increase monitoring of this device. Additionally, there was an untreated episode recorded, and boston scientific technical services recommended further troubleshooting to evaluate lead impairment. It is now known that the clinic had not been ending the sessions as per recommendations, they were shutting down the programmer rather than ending the session which caused the data to not save to the programmer, that is the actual reason the alert bd could not be determined. This information had been passed to the clinic to follow the recommended guidelines for future patient follow ups. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. Analysis of the battery voltage measurements revealed unexpected voltage drops. Visual inspection of the battery connection points found the negative terminal pin of the middle battery cell to be broken. Analysis concluded that the most probable cause for the failure of the component was stress from twisting, resulting in fracture initiation. However, the cause for the twisting observation could not be determined. Additional information to field b5 - describe event or problem and correction to section h10 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this above-referenced subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones and was brought into the clinic for evaluation in april 2022. Upon interrogation, a battery depletion (bd) alert was noted. Boston scientific technical services reviewed device data and confirmed the device had been beeping every 9 hours since at least 22 november 2021; however, the specific reason for why the device was beeping or any evidence of the device recording a bd alert was not available in the logfile stored in device memory. A single battery voltage measurement in january 2022 showed an unexpected drop in battery voltage; however, the battery voltage recovered the next day and has been otherwise stable and at an expected, normal value. Boston scientific technical services discussed that the unexpected drop in battery voltage is concerning but is not a clear indicator of a device malfunction and recommended either device replacement or increased monitoring of the s-ICD and electrode. The physician was made aware of the recommendations and has elected to continue to monitor the s-ICD system. This s-ICD and associated electrode remains implanted and in-service, and no further issues have been reported.boston scientific technical services had also requested that any data from any programmers at the clinic be forwarded for analysis as that data may contain earlier logfile entries for the referenced device which may provide additional details about the reported bd alert or why the device was beeping. A local boston scientific representative subsequently visited the clinic and collected data from all programmers at the clinic; however, no data from the referenced device was available from previous interrogations. It was determined that the clinic was ending telemetry sessions by shutting down the programmer rather than ending the session through the programmer which prevented device data from being saved to the programmer. The clinic is now aware of the importance of ending telemetry sessions via the programmer to retain device data.additional information was provided on 06sep2022, it was reported that the patient with this s-ICD heard beep tones and presented to the hospital. The device was interrogated and showed elective replacement indicator (eri) and a bd error. Subsequently, this device was explanted and replaced. It was noted that at the device change the device showed no signs of eri or the bd alert, but presented with a battery status of 70 percent. No additional adverse patient effects were reported. The device was return for analysis.